Event description:
The customer stated that he was treated by the paramedics for low blood glucose levels. The customer's blood glucose reading was back up to 388 mg/dl during the phone call. Troubleshooting revealed that the customer changed the infusion set two days prior to the event. The customer did not know if he was connected to the infusion set during the manual prime or not. The customer also stated that he was very active and had only eaten five grapes. The insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.